Event description:
A registered nurse from the user facility reported, "witnessed smoke coming out of ventilator circuit approx 5-6" from trach site. The other nurse at bedside saw as well and said it smelled like something was burning. We disconnected from vent and began to bag patient. Another rn outside room said room looked smokey". No change in patient condition/uneventful was also reported.